Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was placed into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy and right oophorectomy due to uterine prolapsed and sui. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent partial vaginectomy revision of vaginal mesh on (B)(6) 2011 due to pelvic pain, dyspareunia and mesh erosion. It was reported that patient underwent vaginal mesh removal and cystoscopy on (B)(6) 2013. It was reported that patient underwent exploratory laparotomy, mesh excision, sacrocolpopexy, left salpingo-oophorectomy and lysis of adhesions on (B)(6) 2013.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an additional mesh was implanted. The patient underwent the concurrent procedure of bilateral sacrospinous ligament suspension during mesh implantation on (B)(6) 2010. The patient underwent removal of mesh on (B)(6) 2013 due to malpositioning of vaginal mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.